Manufacturer narrative:
Initial reporter full name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after initiating intra-aortic balloon (iab) therapy, the console generated a check iab catheter message. Blood was then seen in the tubing. The iab was immediately removed and a new one was used with no further issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. Two catheter tubing kinks were observed near the y-fitting at approximately 74.4cm, 76.2cm from the iab tip. An underwater leak test of the balloon, y-fitting, catheter tubing and extracorporeal tubing was performed and a leak was detected on the catheter tubing at approximately 34.3cm from the membrane rear seal and measuring approximately 0.5cm in length. A 0.025" laboratory guidewire was inserted through the inner lumen and was found to be occluded with blood. Unable to clear occlusion. The leak point found on the catheter tubing appeared to had been caused by a sharp object, causing the reported problem. However, we are unable to determine when this may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).